Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/11/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found to be not locked. Visual inspection at 10x microscope magnification showed scarce residue of viscoelastic in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tube. The cartridge tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was defective/damaged. No patient injury or involvement was reported. No further information was provided.